Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13628. It was reported that following a trial implant on (B)(6) 2019, the patient lost function to their lower extremities. As a result the trial leads were pulled. Post procedure the patient regained function to their lower extremities.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.